Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jagielski et al 2021 - case report : serious complications of eus-guided hepaticoesophagostomy due to transmural stent migration. During ercp, malignant infiltration of the duodenal wall in the peripapillary region preventing localization of the major duodenal papilla was stated. During the endoscopic examination, with no possibility of transpapillary palliative biliary drainage, the patient underwent transmural drainage of the biliary duct by establishing extra-anatomic anastomoses. Fistula was established using a 10 fr cystostome (cook endoscopy, ireland). This is confirmed to be off label used of the cst-10 device. As per ifu0005-12 this device is designed to be electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract. No adverse effects to patient.

Manufacturer narrative:
Device evaluation: the cst-10 devices of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file was 1 out of 3 opened from the jagielski et al 2021 literature paper in relation to the off label use of 10 cst-10 devices of unknown lot number. (B)(4) - jagielski et al 2021 - off-label use of cst-10 device (B)(4) (3001845648-2022-00531) - jagielski et al 2021 ¿ off-label use of evo b device (B)(4) (3001845648-2022-00532)- jagielski et al 2021¿ off-label use of echo-19 device document review including IFU review prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0005 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 1 case of a cst-10 used to establish fistula which would be considered off label use. (Ifu0005). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Root cause review a definitive root cause for the customer complaint could be attributed to off-label as the device was used to establish fistula which would be considered off label use, as per ifu0005 "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract" summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 29-nov-2022.